Manufacturer narrative:
The complainant was unable to provide the suspect device lot number. Therefore, the manufacture date and expiration date are unknown. (B)(4). The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that spaceoar was implanted during a spaceoar placement procedure performed on (B)(6) 2021. Fiducials were administered prior to spaceoar implantation. The procedure was performed as usual, there was no problem and no discomfort felt during the procedure. The exact placement position was not confirmed on the echo image after the procedure. On (B)(6) 2021, magnetic resonance imaging (MRI) was performed for intensity-modulated radiation therapy (imrt) treatment planning and it showed a small amount of gel was placed in the anterior wall of the rectum. It seemed that there was an issue on the needle route when advancing to the target layer. On (B)(6) 2021, urology outpatient visit was scheduled. There were no patient complications reported as a result of this event. The patient will received intensity-modulated radiation therapy (imrt) (78gy/38fr).